Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3987a, lot# n242368, implanted: (B)(6) 2011, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3987a, lot# n270796, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a power-on-reset (por) message on the clinician programmer with an error code of 0x400. It was noted that the patient had a CT scan about 3 months ago. The por was successfully cleared using the clinician programmer. There were no patient symptoms reported in the event. The indications for use for the implanted device were noted as rsd/causalgia-complex regional pain syndrome. If additional information is received, a follow-up report will be sent.